Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
The field service technician reported that, prior to using the cardiosave intra-aortic balloon pump (iabp), I t had displayed a message indicating an internal communication error.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (initial reporters name), e2, e3, h2, d5, b5, g2. Full initial reporter name: (B)(6).

Event description:
The customer reported that, prior to using the cardiosave intra-aortic balloon pump (iabp), it had displayed a message indicating an internal communication error.there was no patient involvement.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - b5.

Event description:
The field service technician reported that, prior to using the cardiosave intra-aortic balloon pump (iabp), it had displayed a message indicating an internal communication error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse confirmed error codes 111, 112 &113 in logs. Replaced executive processor board per service manual. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received pcba, exec processor with a reported unit failure of an internal communication error with codes 111, 112, 113. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual. No failure or error codes could be found. Retaining the part in the failure analysis and testing department per procedure. Probable root cause is pcba design margins are not compatible with gpu ic. This may be associated power, and/or pcie bus timing. Software driver not being able to be resilient to detect and correct from failed operations and to spread processing evenly over time.